Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two shocks while swimming on holiday in (B)(6). The patient's following physician in (B)(6) reported the event occurred while the patient was swimming in salt water and resulted in a superficial transient reaction/irritation of the patient's skin over the sternal shocking coil. Review of the episode found that while the shocks were appropriate, first shock accelerated the patient's rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf). The patient's vf resolved following the second shock although a slight delay in conversion was observed; a low out-of-range shock impedance of 24 ohms were observed with both shocks. Boston scientific technical services (ts) discussed the patient being in salt water would have significantly impacted shock impedance and likely impacted system efficacy due to a portion of the shock current passing into the surrounding water. The skin reaction was also noted to have likely occurred because of current flow driving ions within the salt water into the patient's skin during this process. Upon the patient's return from abroad, they presented to their following physician for additional review. Induction testing was performed that successfully cardioverted the patient returning normal shock impedances consistent with those observed at implant. The system remains implanted. No additional adverse patient effects were reported.